Event description:
It is reported that trochanteric fixation nail (tfn) revision surgery took place on (B)(6) 2013 due to patient infection in the hip. The hardware was removed, antibiotic beads were placed in the patient, and a new tfn nail and implants were inserted. There were no delays, and the removal and revision went smoothly. Surgery was successfully completed. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date: unknown date in (B)(6) 2013. The investigation could not be completed and no conclusion could be drawn, as no device was returned and not lot number or part number was provided.